Event description:
Device 1 of 2 reference MFR report #: 1627487-2015-07117 it was reported the patient experienced a change in stimulation after suffering a fall. The patient is no longer receiving effective stimulation and experienced stimulation in an unintended area. Reprogramming was unable to resolve the issue. The patient is requesting to have her scs system removed. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.